Manufacturer narrative:
Evaluation results: level 1 irrigation fast flow disposables were received for investigation. The samples were visually inspected, at a distance of 12" to 24" and normal conditions of illumination.  It was noted that the sleeve of the heat exchanger assembly had stains. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. The stained sleeves were not detected through manufacturer's inspection process. No issues were identified that would have impacted this event. The most probable root cause for the customer complaint is that the sleeves were received in a stained state from the supplier.

Event description:
Information was received that a smiths medical fluid warmer disposable had a foreign body on it.